Event description:
As reported, at the end of a successful tf transcatheter aortic valve replacement case, manta closure of the left coronary artery access site was attempted. Occlusion of the common femoral artery was observed after manta deployment, requiring a surgical cut down of the artery to repair. There was no implication of an edwards device failure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).